Event description:
Related manufacturer reference number: 3006705815-2023-06494 and 3006705815-2023-06495. It was reported that the patient's leads had migrated, which was confirmed with imaging. As well as the ipg was approaching end of life, and it is unknown if the device depleted prematurely. Surgical intervention took place, during the procedure it was observed one of the leads had fractured. The ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.